Manufacturer narrative:
The reported event of flaking was not confirmed. The device was observed to be discolored which would not effect device performance. The device was scrapped by manufacturer.

Event description:
It was reported that the silver coating was peeling off on the pro bayonet device. This was noticed during cleaning and there was no patient involvement.

Event description:
It was reported that the silver coating was peeling off on the pro bayonet device. This was noticed during cleaning and there was no patient involvement.